Event description:
A facility reported a cerelink sensor (ID 826850) was implanted on (B)(6) 2022. The power cable was unplugged from the monitor for the patient to walk to the bathroom. When the patient returned to their bed the power cable was plugged back in and the icp reading became negative, then the error code appeared ¿sensor or extension cable failure! Disconnect and replace cable or sensor.¿ the neuroscience, critical care unit and the nurse did a different interventions per the "IFU" however, none of the interventions were able to clear the error screen. The error screen remained locked on the monitor. The monitor was turned off and on and then started working again once it rebooted. ¿the patient has an evd in and the medical team is using the evd for icp. The sensor was removed. Clinical questionnaire provided: monitor used: cerelink is the integra/codman icp monitor download data available? (Applies to cerelink only) no. Time/date of sensor implant: (B)(6) 2022. Time/date of failure: unknown. Sensor information: kit used-basic (826850). Lot number (located on the unit carton/box)unknown. Implant location-unknown. Hospital location of implant-unknown. Integra/codman icp monitor serial number unknown. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) Yes. Was a movement assistance device used? If yes, please specify. No. Amount of time between patient movement and failure event. Few minutes. Was the microsensor disconnected from the integra/codman icp monitor during each phase of transport? No. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: unknown. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor) unknown. What is the current mean icp? N/a. What is the icp waveform quality after the ¿event¿? No waveform displayed after event. When the failure occurred, was the integra/codman icp monitor plugged into the wall? No. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Unknown. - does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? N/a. When the failure occurred, where was the integra/codman icp monitor positioned? Unknown. List all devices being used close to the integra/codman icp monitor : unknown. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify : yes: evd. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care : n/a. Describe the quality of the insertion-unknown. Was more than 1 integra/codman icp monitor used for the sensor? (Example: 1 cerelink/icp express in or and different cerelink/icp express in ICU) n/a.

Manufacturer narrative:
The cerelink sensor (ID 826850) was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.